Event description:
The pt noted blood backing up into her central venous catheter. The pt checked the connections and they were secure. The pt was instructed to proceed to an emergency room for assessment. The pt was found to have a clot in her hickman. The clot was evacuated and her therapy resumed.